Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all mini drawers were failed. The field service engineer (fse) had identified that the mini drawer was not shutting properly. When powering off the device, the drawer latched, but upon powering back on, all mini drawers failed. The fse found a faulty controller, removed the drawer, and replaced the board to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es all mini drawers were failed it could not close or recover. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.